Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device touchscreen did not work. Per review of wo on (B)(6)2025, no patient identifiers available, no patient impact reported.

Event description:
It was reported that the arctic sun device touchscreen did not work. Per review of wo on 28jan2025, no patient identifiers available, no patient impact reported. Per additional information updated in other observations on 05jun2025, low flow was noted. Per wo update information received on 06jun2025, the temperature control and touch screen did not work.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d, e, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.